Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor appeared to have "small water droplets...at the interior wall of the housing". This issue was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: august 20, 2021 - august 21, 2021. The device was received for evaluation. Visual inspection was performed and noted droplets of fluid located on the inner wall of the housing. A fourier transform infrared (ftir) spectroscopy test confirmed the droplets to be water. The droplets of water on the inner wall of the housing were the result of condensation. A leak test was performed, and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.